Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus medical systems india private limited (omsi). As a result of the evaluation, the following was confirmed. The air/water nozzle was deformed. Foreign material was adhered to the forceps elevator at the distal end. The exact cause of the reported event could not be conclusively determined because detailed information about the foreign material adhering to the forceps elevator was not provided. Olympus medical systems corp. (Omsc) confirmed the following from the investigation results. From the photographs provided by omsi, it was confirmed that foreign material had adhered to the forceps elevator. No detailed information was provided about the foreign material. Omsc reviewed the manufacturing records and confirmed that the device was shipped without any manufacturing abnormalities. The instruction manual states that the external surface of the entire insertion section including the bending section and the distal end, should be inspected for irregularities. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, the following was confirmed. -the water drainage on the objective lens was poor due to the clogging of the air/water nozzle. -the air/water nozzle was damaged due to the impact on the distal end. -due to the stretch of the angle wire, the angulation was insufficient. -there was play in the angulation control knob due to the stretch of the angle wire. -due to the stretch of the angle wire, the neutral position of the angulation control knob was abnormal. -the bending section rubber, universal cord, distal end, and remote switch were damaged. -there was a gap in the adhesive of the bending section rubber. -there was a pinhole in the bending section rubber. -the amount of light emitted from the light guide lens was reduced. -there was a leakage from the instrument pipe due to a break in the instrument pipe. -there was a leakage from the bending section due to a perforation in the bending section. -the ultrasonic transducer was damaged. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus inspected the device at the service department of olympus (B)(4) and found that foreign material was adhered to the grooves and gaps at the distal end due to insufficient cleaning. There was no report of patient injury associated with the event.